Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock. It was questioned whether this was due to ventricular tachycardia (vt) or a morphology change. The episode showed a morphology change that appeared narrow with possible atrial tachycardia with aberrancy. A previous shock episode was observed that appeared to be supraventricular tachycardia (svt) with the rate up to 220 beats per minute shock zone. Technical services (ts) discussed the possible need to perform a treadmill stress testing to determined morphology or possible electrophysiology (ep) study. This s-ICD remains in service. No adverse patient effects were reported.